Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received complete information on performing a pump reset from technical support, and after the reset, the cgm error code did not reappear, allowing the caller to successfully start their sensor session.